Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that the tips of two aleutian tlif ii straight inserter inner shafts fractured intra-operatively during cage insertion. The procedure was completed successfully with a 15 minute surgical delay and no adverse consequence to the patient. This report captures the second of two inner shafts.